Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the hcp called in to update the apps on their tablet and while waiting for the apps to finish updating the hcp was speaking to someone that said a patient's pump was not working properly and it wasn't doing what it was supposed to be doing. It was reported that the patient had to get it replaced. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event. It was unknown if the issue was resolved at the time of the report. The patient's weight and medical history were unknown.